Manufacturer narrative:
The actual device was not available; however, photographs were provided for evaluation. Visual inspection of the photos showed that the that the deaeration chamber was cracked, which allowed the leakage event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the set damage was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the deaeration chamber of a prismaflex m100 set was observed to be cracked and leaked prior to use. There was no patient involvement. No additional information was provided.